Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia after a meal announcement, with cgm values in the high 300s and a confirmatory fingerstick of 379 mg/dl while using a teflon infusion set; the user felt very sick with head and lung pain, and an agent instructed a site change, after which the prior site reportedly did not appear bent. Symptoms included hyperglycemia with associated systemic discomfort. Outcomes included user concern and need for troubleshooting and education. Investigation included customer counseling, infusion site change, and assignment for additional training. Investigation of this case revealed no device alarms and no visible cannula deformity, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.